Event description:
Note: eclipse medical became aware of this event on (B)(6) 2013 when contacted by the physician. Physician subsequently reported this to the FDA using on (B)(6), event number (B)(4). A product called the micro needling device (class I device) was used off label in a platlet rich plasma procedure. The device was a reusable component and a disposable component. Post procedure the physician removed the disposable component and observed blood in the reusable component. As the reusable component can not be sterilized, the physician believes this presents a biohazard risk. No patient was injured during the procedure.

Manufacturer narrative:
The device functioned as intended. No further action is required. This response is written to provide information after the physician reported to FDA via the maude event report number (B)(4).